Event description:
The customer contacted physio-control to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section h10 additional mfg narrative of the initial medwatch report indicated: physio-control evaluated the customers device and verified the reported issue. The power supply pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined the power supply pcb assembly was the cause of the reported issue. Section h10 additional mfg narrative of the initial medwatch report should indicate: physio-control evaluated the customers device and verified the reported issue. The power supply pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Additional information: the ac/dc power extension cables were replaced to repair the issue. During further evaluation, it was determined that a short on the ac/dc right angle extension cable was the cause of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The power supply pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined the power supply pcb assembly was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.